Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Customer¿s blood glucose value was 323 mg/dl. Reportedly. The customer continued to use the pump for insulin therapy.